Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was 231 mg/dl. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).